Manufacturer narrative:
The esu was thoroughly inspected/tested by the medical facility. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR) for the generator. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Although rare, the possibility of the reported complication exists and is documented in literature. Also, there is a "warning" in the user manual that the activation of the esu may affect the performance of active implants or damage them. No trends have been identified and erbe USA, inc. Is now closing the file on this event. Medical facility tested product.

Event description:
It was reported that the electrosurgical unit (esu)/generator was used in a pacemaker exchange. During the monopolar electrosurgery, the patient experienced ventricular fibrillation. External defibrillation was necessary to break up the ventricular fibrillation. Upon defibrillation, the patient was stable and no further interventional work was required. The generator was distributed by our parent company, erbe elektromedizin (B)(4), to a hospital in (B)(6). Initially, it was reported that the incident involved two patients. However, upon following up with the medical facility, detailed information was only provided on one patient.